Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received. The complaint was confirmed in the lab for leak. This complaint was confirmed for cuts in the tubing of the returned sample. The root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is an international complaint where there was a leak found from the tubing. The set had been used for 7 days. There was no patient injury or medical intervention.